Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: infection (unknown onset) . The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported via nbir right side "infection (unknown onset)". The device has been explanted and replaced.

Event description:
Healthcare professional reported via nbir right side "infection (unknown onset)". The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: with the information collected during the investigation, there is enough evidence to support that device serial number (B)(6) was manufactured under controlled conditions in accordance with abbvie¿s procedures. Seal strength results were acceptable. Environmental monitoring results were found to be acceptable and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run 30035627 is not related to any additional complaint infection record reported as of today. During the trend review of all infection complaints for the period of (B)(6) 2020 through (B)(6) 2022, no adverse trend was noted. Given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event no corrective action is deemed necessary at this time.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported via nbir right side "infection (unknown onset)". The device has been explanted and replaced.